Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead fracture of the sense/pace portion of the right ventricular (rv) lead. The sense/pace portion of the lead was capped and a new sense/pace rv lead was implanted. The high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.